Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal gastrectomy, after firing was completed, a metal piece in the staple line was noticed. There was no problem with the staple line, so only the broken piece was collected and the procedure was completed. There was no patient injury.